Manufacturer narrative:
Initial report was user facility report provided by FDA on (B)(6) 2013. Add'l f/u with distributor and user facility on (B)(6) 2013 confirmed laax, inc. Device was subject of event.

Event description:
As device was being used on the field, it fell apart. This created more time involved to do this case. No harm to pt.